Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead was believed to have fractured due to exhibited high out of range impedances, oversensing noise and high thresholds. A revision procedure was performed where this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. This rv lead was retained by the hospital.